Event description:
It was reported that the right ventricular lead exhibited a capture anomaly, high pacing thresholds and high impedance due to lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.